Event description:
It was reported that the patient experienced a hypoglycemic event with a reported lowest blood glucose value of 39 mg/dl following multiple usual dinner meal announcements, after which the patient treated with carbohydrates; blood glucose briefly improved to 65 mg/dl before decreasing again. Symptoms included hypoglycemia. Outcomes included emergency medical services being contacted by the patient; however, follow-up information regarding treatment or transport was unavailable despite multiple contact attempts. Investigation included review of the information provided and attempted communication with the patient. Investigation of this case identified use error related to repeated meal announcements and no medical device malfunction or component failure was identified. It was concluded that the event was caused by user interaction with the device rather than device performance. If additional information becomes available, a supplemental MDR will be submitted.